Event description:
Surgery: on (B)(6) 2010, I had an anterior lateral interbody fusion of l4-l5 and l5-s1 without an lt cage. I'm suffered bone overgrowth as a result, and my pain is worse now than it was before the surgery.